Manufacturer narrative:
(B)(4). The customer returned one unit 5-10111 et tube, cf,5.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appeared typical. No defects or anomalies were observed. Functional inspection was performed on the returned device to test for proper inflation and deflation. A lab inventory syringe was filled with air and attached to the pilot balloon. Upon injection of air, the balloon cuff was unable to stay inflated. The device was submerged underwater in order to test for leaks. Upon inflation, the device leaked from multiple holes in the balloon cuff. A device history record review was performed, and no relevant findings were identified. The reported complaint of "unable to inflate - cuff" was confirmed based upon the sample received. The returned et tube was found to have multiple holes in the balloon cuff which prevented it from being able to stay inflated. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the cuff didn't inflate during the test before use. Therefore, a new kit (lot#: unknown) was used instead". No patient involvement.

Event description:
It was reported that "the cuff didn't inflate during the test before use. Therefore, a new kit (lot#: unknwon) was used instead". No patient involvement.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.